Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long, or installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were installed. The patient later reported continued pain symptoms. The surgeon determined that the middle positioned implant had breached the neuroforamen. In (B)(6) 2018, the surgeon attempted to remove the middle implant, but it was solidly fixed in bone and he could not remove it. He left the implant in place and injected the left si joint with anesthetic for immediate pain relief. No other preexisting implants were adjusted or removed. The status of the patient following the procedure is not known.